Manufacturer narrative:
Evaluation summary: this report is based on information provided by the complaint tracking system. The product sample was not returned to the medtronic laboratory; however, a graph of the study was provided by the customer for analysis. The customer reported that the capsule fell off early. The reported condition was confirmed. The investigation confirmed the reported condition but cannot determine the cause for the early detach of the capsule. The investigation identified the cause of the reported event to be capsule detached early. A review of the device history records indicated that this serial/lot number was released meeting all specifications as manufactured. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they suspected that the capsule fell off early. The customer will send in a copy of the study for review. A repeat procedure scheduled on another day was necessary. There was no patient and user harm.